Event description:
A patient reported experiencing inaccurate high results with a fasttake meter compared to the lab. The patient's blood glucose results were 77 on the meter and 44 mg/dl lab (35 mg difference); one hour later, 126 on the meter and 77 in the lab ( 49mg ). Capillary blood used on fasttake strip. Patient did not experience any adverse events. The patient was in the hospital for a scheduled admission to check insulin regimen for eight days. Based on lab tests done while hospitalized, patient's regime was changed to adding 1 unit lantus per 50 mg/dl. For results above 150 mg/dl. Meter replaced. No further information has been reported.